Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9106722. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-16. Medical device lot #: 9261681. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-09-18. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out for lots 9261681 and 9106722. No related non conformances were raised in association with these packaged lots, concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 1 bd ultra-fine¿ nano pen needle with pentapoint¿ comfort/easyflow¿ technology each from lots 9106722 and 9261681 were found clogged and failed to deliver forteo medicine during use. The following information was provided by the initial reporter, translated from portuguese to english: "the customer contacted us informing that his mother receives loose needles from the government in a package for the application of the forteo medicine, in some applications the patient noticed that no liquid came out of the needles, she reported that the needles are apparently normal, but clogged."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2021. H6: investigation summary customer returned (10) open 4mm, 32g pen needles without the tear drop label. Customer states that the needles are clogged. All returned pen needles were examined and 8 out of 10 samples exhibited a bent non patient end of the cannula. Both remaining samples were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Event description:
It was reported that 1 bd ultra-fine¿ nano pen needle with pentapoint¿ comfort/easyflow¿ technology each from lots 9106722 and 9261681 were found clogged and failed to deliver forteo medicine during use. The following information was provided by the initial reporter, translated from portuguese to english: "the customer contacted us informing that his mother receives loose needles from the government in a package for the application of the forteo medicine, in some applications the patient noticed that no liquid came out of the needles, she reported that the needles are apparently normal, but clogged."